Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ( add gel messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107, abnormal shutdowns) was confirmed. As received the monitor was intermittently resetting. The cause of the failure was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. The root cause of the defective processor was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it caused add gel messages. A us distributor returned monitor sn (B)(4) and reported that it was displaying service code 107: multiple abnormal shutdowns.

Event description:
10/01/2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(6) and reported that it caused add gel messages. A us distributor returned monitor sn (B)(6) and reported that it produced a service code 107 - multiple abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor 07121966 is complete. The reported problem (code 107, abnormal shutdowns) was confirmed. As received the monitor was intermittently resetting. The cause of the failure was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. The root cause of the defective processor was unable to be positively identified. No adverse events occurred as a result of the defective monitor. Device evaluation of electrode belt sn (B)(6) is complete. The reported problem ( add gel messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse events occurred as a result of the defective electrode belt.